Manufacturer narrative:
The microtip was sent back to the manufacturer for evaluation. Visual examination found that the needle and sheath had separated at the same location. The remainder of the nose cone was removed by the evaluator. The needle was found bent at the braze joint with the break in the device occurring .125" above the braze material. The weakest point along the needle is the braze joint. It is suspected that the separation was mechanically induced outside of the patient (use of cutters or pliers) as the breakage occurred higher up on the needle and included damage and separate of the sheath. The extent of damage is inconsistent with normal use, and is inconsistent with historical damage noted in cases of misuse. The evaluator questioned the validity of the provided complaint information. As the reported complaint details were in question, the sales representative, met with a staff member and the doctor. The staff member walked into the procedure room after the failure had occurred. She recalled the needle to have broken an inch or so down. The staff member did not remember an issue with the sheath. The doctor stated that the needle had broken at the braze joint and he retrieved the piece of needle from the patient. When asked about the sheath, the doctor was not sure if the sheath was intact or had broken. He had not gone back to retrieve any plastic pieces from the patient. The sales representative did reinforce, with the doctor, the use of the proper technique when using the device. It is unknown if the sheath also broke during the procedure. Per the information provided, only the needle broke and the piece of needle that remained in the patient was removed by the doctor. There was no injury or harm to the patient caused by the failure as the needle was removed without incident and disposed of per hospital procedure. Evaluation of the microtip found the sheath and needle had been mechanically separated which is not consistent with the reported event. As the evaluation does not corroborate the reported failure, it cannot be determined if the device caused and/or contributed to the failure.

Event description:
Per the information reported, during a procedure a portion of the metal needle broke off of the microtip handpiece into the patient. The needle was disposed of in the sharps container after it was retrieved from the patient. A new microtip assembly was obtained and the procedure was completed successfully.

Manufacturer narrative:
The manufacturer was notified on september 1, 2016 that the patient was female. This was not known at the time of the original submission. All other information provided in the initial report, including the device evaluation, remains the same.

Event description:
Per the information reported, during a procedure a portion of the metal needle broke off of the microtip handpiece into the patient. The needle was disposed of in the sharps container after it was retrieved from the patient. A new microtip assembly was obtained and the procedure was completed successfully.